Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant procedure, the right atrial (ra) lead dislodged. After revising the lead, it was noted that the atrial set screw in the header was not able to be re-engaged. After several attempts, the decision was made to use a new implantable pulse generator (ipg). No patient complications have been reported as a result of this event.